Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had compromised force sensor system alarm. The customer blood glucose level was unknown. Customer stated insulin was squirting out during the manual prime process. Customer stated insulin continues to drip after motor stops during the manual prime process. Customer was disconnected during prime. Customer stated insulin pump not bumped or dropped and no water contact. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.